Event description:
Patient was experiencing swelling 17 months after a total knee replacement. The surgeon re-operated to address the swelling, noticed wear on the post and replaced the tibial insert.

Manufacturer narrative:
Minor wear was observed on the post. The cause of the swelling is unknown.